Manufacturer narrative:
(B)(4). Date of event corrected, date of angiography.

Event description:
Subsequent to filing the final MDR, additional information was received. Therefore, the case details have been updated accordingly: it was reported that angiography was performed on (B)(6) 2016 and the left circumflex (lcx) was confirmed to be 100% stenosed. The procedure on (B)(6) 2016 was to treat lesions located in the lcx and left anterior descending (lad) arteries that were mildly tortuous and mildly calcified. Pre-dilatation was performed and a xience alpine 3.5 x 15 mm stent was deployed in the proximal left circumflex (lcx) artery. After deployment, blood pressure decreased to 60. Then a 3.0 x 15 xience alpine stent was placed in the mid lad. During examination on angiography, the lcx was confirmed to be 75% stenosed and a 3.5x15mm xience alpine was deployed in the distal lcx artery. The patient's condition deteriorated and the patient expired the same day in the hospital. The physician stated that it is unlikely thrombosis occurred and he believes that the patient's death on (B)(6) 2016 was caused by severe ischemic heart disease and there is no correlation between the death and the stents. It is unknown if an autopsy was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: date of death changed from (B)(6) 2016. Correction: date of angiography changed from (B)(6) 2016. The reported patient effects of hypotension, ischemia and death are listed in the xience alpine everolimus eluting coronary stent systems (eecss) instructions for use as known patient effects of coronary stenting procedures.

Event description:
Subsequent to the previously filed medwatch report, additional information has been received. During the procedure, blood pressure decreased and bradycardia occurred. Thus, the amount of blood transfusion was increased, and the injection of atropine sulfate hydrate and the continuous injection of dopamine were initiated. After the procedure, the deployed xience alpine stents were confirmed to be well expanded. However, st segment elevation was confirmed and slow flow was observed. Thus, sigmart injection into coronary artery was initiated. However, pulseless electrical activity(pea) occurred. Thus, cardiopulmonary resuscitation was performed, then pating was inserted, and iabp inserted. However the patient did not recuperate from shock and after being transferred to ICU, the patient was confirmed to have died.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effects of hypotension and death are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
It was reported that the procedure was to treat lesions located in the circumflex and left anterior descending arteries that were mildly tortuous and mildly calcified. The xience alpine 3.5 x 15 mm stent was deployed in the proximal lower circumflex (lcx) artery. After deployment, blood pressure decreased to 60. The procedure was continued and the 3.0 x 23 xience alpine stent was deployed in the left anterior descending coronary artery. Then a 3.0 x 15 xience alpine stent was placed in the distal lcx. The patient's condition deteriorated and the patient expired the same day in the hospital. The physician stated that it is unlikely thrombosis occurred and he believes that the patient's death was caused by severe ischemic heart disease. He also stated there is no correlation between the death and the stents. It is unknown if an autopsy was performed. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to filing the initial MDR, the following additional information was received: on (B)(6) the lcx was confirmed to be 100% stenosed on angiography. On (B)(6) pre-dilatation was first performed for the lcx and a 3.5 x 15mm xience alpine stent was deployed in lcx. Then, the 3.0 x 15mm xience alpine stent was deployed in the lad #13(90% stenosis). During, examination on angiography, lcx #13 was confirmed to be 75% stenosed and the 3.5-15mm xience alpine was deployed. The lcx was no longer occluded and blood flow was reconstructed. Thus the lcx was assumed to be the responsible lesion.